Event description:
While attempting to draw blood from an arterial line, the plastic tip of the syringe broke off into the stopcock. Manufacturer response for 12 ml syringe, mono (per site reporter): as of this report, no response.